Event description:
Material # 305180 lot #4159631, 3347877 verbatim: 305180 continues to have coring issues 1. What is the medication being used when coring is occurring? Hospira ¿ propofol; nacl 0.9% 10ml vial; meropenem 1000mg (co-promoted with acs dobfar) pfizer ¿ hydrocortisone act-o-vial avet ¿ ondansetron eugia - pantoprazole apotex ¿ cefepime 2.is the same needle being used to puncture multiple vials? No 3.is the needle entering the vial at a 90 degree angle? Yes 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None 5.can you please provide total number of occurrences? Unsure of total number. Approximately 20-25 events have been captured through voluntary reporting.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional lot number: batch: 3347877 batch creation date: 2023-12-13 batch expiration date: 2029-03-31 full UDI: (B)(4).

Manufacturer narrative:
(B)(4) follow up. It was reported there continue to be coring issues. A device history record review was completed by our quality engineer team for provided material number 305180 and lot numbers 4159631 and 3347877. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.